Manufacturer narrative:
The reported issue that the device needed calibration could not be confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The additional reported issue that the device had a force sensor test failure and was being sent in for repair was confirmed to have occurred and was repaired for the force sensor issue by bd service in july of 2020 after this complaint file was opened. It was repaired associated with the complaint file (B)(4). The alaris syringe module is typically used for treatment. This file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device needed calibration. A full check out was performed and it failed the force verification test. No further information is available.